Event description:
The pt was admitted for a procedure with a type c, restenotic lesion in the left anterior descending branch. The lesion was treated with five cypher stents. The stents were implanted at 26atm, and were overlapping. The total stented segment was 98.5mm. With in two years (exact dates are unk) coronary angiography was conducted. A fracture and a coronary aneurysm was observed in the proximal left anterior descending branch. Treatment was not conducted; the pt was put under observation.

Manufacturer narrative:
This foreign cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This medwatch reflects five products with the same unk catalog and lot numbers. This male experienced stent fracture leading to coronary aneurysm post implantation of a cypher stent. Medical history included known coronary disease with prior pci, hypertension and smoking. The target site in the lad was described as a long in-stent restenosis lesion. Five cypher stents were implanted at 26atm in an overlapping fashion. As reported, the total stented length was 98.5mm. Within 2 years, follow-up angiography identified the fracture and aneurysm. No treatment was reported. No product could be returned for eval; it remained implanted. A review of the manufacturing records could not be done without a lot number. A procedural cd was not available. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Review of the available info indicates that vessel/lesion characteristics (very long total stent length) may have contributed to the fracture. In this case, the struts of fractured ends of the stent might have caused injury to the arterial wall leading to aneurysm formation.